Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states the buttons are non responsive and there is a black rectangle on the insulin pump screen. The customer was asked if recall any significant events leading to the keypad issues. The customer respond is nothing unusual, just low battery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with a black screen due to a faulty liquid crystal display circuit board. No low battery alarm or unresponsive button could be verified due to the black screen. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.